Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was further reported that all the leads had come down and are around the collar bone. Originally the leads were placed underneath the scalp and down the right ear. The device was implanted in the chest below the collar bone. The patient reportedly had always, since implant, had tenderness in breast around the device site. This had never gotten better since implant. The pocket is warm but not swollen or red. It was also reported that the leads moved the day prior to the report. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8591-38, lot# d22976, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n346988, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n345204, implanted: (B)(6) 2012, product type accessory. (B)(4).